Event description:
Pt underwent the index procedure with deployment of one endeavor sprint otw drug eluting stent diameter 2.5mm length 18mm to the second obtuse marginal coronary artery. Post procedural residual stenosis was 0% with timi ii flow in the treated lesion. Approx 10 months post index procedure, the pt experienced an episode of stroke. It is reported that the pt presented to the emergency room with left sided weakness. MRI showed right sided cerebrovascular accident. The pt was admitted to neurology service for further eval and care. Pt received 150 mg once daily dose of wellbutrin orally. The event is reported as continuing and the pt was discharged a week later. The outcome of the event is reported as recovered/resolved with sequelae. The event of stroke was considered an event that required initial or prolonged hospitalization and was also considered an important medical event that required intervention to prevent permanent impairment or damage. In the investigator's opinion, the event of stroke was considered moderate in intensity, not related to the study drug, not related to the study device, and not related to the study procedure.

Manufacturer narrative:
(B)(4). Results and conclusion: (stroke). (Based on the info provided no root cause can be determined).